Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the patient side manipulator (psm2). The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer was unable to move the camera as required and the patient side manipulator (psm2) on patient side cart (psc) had jerky movements. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to reseat the camera and sterile adaptor (sa) following which, the camera movements were restored. To resolve the jerky movements on psm2, customer checked the navigator but, could not see amber color on it. Tse advised customer to check for interferences and external forces. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised to reseat the camera and the sterile adaptor. While on the phone, the caller checked that the surgeon could move the camera without any issue. For jerk movement of instrument on patient side manipulator (psm)2, the user checked that the navigator did not show any amber color. Advised to check any interference or external force. No further calls were received. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated sterile adapter or camera.

Event description:
Refer to h11 for follow-up information.